Event description:
Complainant alleged that while attempting to treat a pt, the electrodes would not adhere to the pt's skin. Please reference medwatch report 1220908-2014-03116 for a similar event reported on the same pt from the same customer. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complainant is still under investigation.